Event description:
Additional information was received from the patient. They reported that the device no longer working was first observed a couple years after installation or 9 months after use. When asked to clarify the statement: the device quit working and was reset, the patient said they went to the doctor and their nurse checked it out an reset it. It worked for a week or so after that their control was gone. Patient said it quit working as well and the nurse reset it to see if that would help. The cause of the not working was not determined. Patient said last time they visited the doctor they said it was getting low on charge. They calibrated it but it did not work. Patient also said ¿who knows¿, it just didn¿t work as well after about 9 months. They couldn¿t seem to get it to work again. The issue was not resolved at this time. Device removal or replacement is not planned at this time. Patient said they are going to check it out. If it cant be made to work they will opt to have it removed. Patient reported earlier this year it ¿went off¿ and they got several shocks. They got their regulator and shut it off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were implanted many years prior, when they got it was like a miracle, then it quit working. They reported they reset it, but it never worked as well again. A couple of months prior it went off and the patient got shocked like crazy, they had a regulator and shut it off. They noted they were wearing pads that were diaper sized.